Event description:
It was reported that the cardiac monitor would not record egms. After firmware was downloaded, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.